Event description:
It was reported that during an unrelated device change-out procedure on (B)(6) 2023, when the right ventricular (rv) lead was connected to the device low pacing impedance was observed. A potential insulation breach was noted. The rv lead was capped and replaced. There were no adverse health consequences, the patient was stable.